Manufacturer narrative:
Device evaluation: actual suspect device was not returned for evaluation. A review of the device history record did not reveal any exception documents. Similar unused devices were evaluated and tested. The evaluation concluded that improper prep of the entire system can lead to trapped air, which under pressure can give the impression of a 'leak', or 'air entering the system'. A quick, aggressive draw back on the syringe can introduce air bubbles from the solution used. High pressure injector use with kits not rated for the specific pressure applied can also lead to air introduction into the system. Without the suspect device, it is impossible to confirm the suspected failure or to make any determination as to root cause. A follow-up report will be submitted if more or new information is obtained. Device history record was reviewed. Results: other, no failure detected in test samples.

Event description:
The customer reported that during the procedure the (B) (4) tubing disconnected from the 3-way stopcock. Even if the connection is tightened during prep, the connection allowed an air bubble in the pressure monitoring line and into the patient. Pressure waves are dampened and bubbles are injected into the patient when the physician opens the stopcock for saline flush (pressurized bag). There was no report of harm or injury to the patient. At the time this complaint was made the customer indicated they had four other similar incidents but would not provide enough additional information to enable us to provide separate form FDA 3500a reports. Therefore, only this report will be filed.